Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive root cause could not be established. However, it is probable that foreign matter may not have been removed by proper reprocessing due to physical damage of the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had image problem /error 267. During inspection and evaluation, there is an accumulation of foreign material, which seemed organic, in the gap of the auxiliary water channel, residue on charged coupled device (ccd) lens, and foreign material at the gap between bending rubber and bending rubber glue. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: water invasion, bending rubber glue separated, and insertion tube scratched. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.